Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -13.5/+2.0/084 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a different lens of longer length due to low vault and lens rotation. This resolved the problem. The reporter did not indicate the cause of this event.